Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that emt's came out to assist him after putting half of the insulin from the reservoir into him. Emt's were able to bring his blood glucose back up. Nothing further reported.